Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 for severe urinary tract infection issues. The customer's blood glucose at the time of admission was 210 mg/dl. The customer was treated at the hospital for the infection with medication. The customer stated that he was currently on antibiotics. The customer also mentioned that his insulin pump was consistently alarming auto off. The customer stated that he was able to change the alarm setting to not receive this alarm any further. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.